Manufacturer narrative:
Added information to h.6 type of investigation and h.6 investigation findings. Corrected h.6 investigation conclusions. The delivery system was not returned to edwards lifesciences for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the current complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. The leaflets were calcified along with the annulus. The vessels were also noted to have calcification. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product nonconformance was confirmed, a product risk assessment (pra) is not required. Additionally, as there was no confirmed defect, no corrective or preventative actions are required. The burst balloon was unable to be confirmed, neither applicable imagery nor device was returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the landing zone had calcification but was not terrible. There was also stj calcification which is what the physician stated that he felt cause the rupture'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume +2ml was added to the balloon. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. However, due to no device return, a definite root cause was unable to be determined. Available information therefore suggests that patient factors (calcification) and/or procedural factors (over-inflation of balloon) likely contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case during valve deployment the balloon ruptured. The physician stated that he felt that the balloon rupture on the stj calcification. Angio showed pvl. The valve was post dilated with a 26mm true balloon followed by tte. No pvl was observed with a mean gradient of 4mmhg. The case proceeded as usual with a successful thv implantation.